Event description:
Additional information was received that the lead damage was no longer suspected. No intervention was performed. The patient was in stable condition.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Lead damage was suspected, although not confirmed. Technical support was contacted and confirmed the event. No intervention was performed. The patient was in stable condition.